Event description:
It was reported that t:slim x2 pump battery would not charge, pump screen stayed dark, and pump had previously shut down twice within an hour during the night despite use of working outlets, tandem charging cables, wall adapters, and alternate charging equipment. There was no reported impact to the customer¿s blood glucose level. Customer was unable to upload pump data, planned to use multiple daily injections as backup insulin therapy, and tandem technical support arranged replacement pump shipment, instructed customer to let malfunctioning pump battery fully deplete before return, reprogram pump settings, reconnect continuous glucose monitor to replacement pump, and return malfunctioning pump using prepaid label within 10 days.